Manufacturer narrative:
Omsc surmised that the foreign material came from the component of the chemical solution (defoaming agent, surfactant) based on a component analysis. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of this phenomenon could not be conclusively determined. Based upon the evaluation results, there is a possibility that the phenomenon was attributed to residual chemical solution due to insufficient rinsing.

Event description:
Olympus medical systems corp. (Omsc) investigated the subject device and found white gelled foreign material adhering to the suction and biopsy channels and the distal end of the insertion tube of the subject device. Other detailed information was not provided. There was no report of patient injury associated with the event.